Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Although the event unit was not returned to applied medical for evaluation, the likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. There is no report of serious injury or death associated with this event. This report is to follow up to medwatch report # mw5067616.

Event description:
Laparoscopic repair of incisional hernia with mesh - "patient for laparoscopic repair of incisional hernia with mesh. During the procedure, a piece of black rubber from the balloon trocar broke and fell into patient. Piece was retrieved and there was no harm to the patient. Device was sent to central sterile company for evaluation." Additional information received via email from team member on (B)(4): earlier today ((B)(6) 2017) I spoke [] from (B)(6) med ctr - (B)(6) regarding (B)(4). During our call she has informed me that the event date on the medwatch report was incorrect, the correct date is (B)(6) 2017. Below are notes from the phone call. It was the inner seal that was dislodged. Patient status - "there was no harm to the patient."